Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a vns patient had his vns generator removed due to an infection after battery replacement. The lead was not removed. The patient is to be monitored for a few days and if infection does not improve they may move forward with lead removal. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date. No known lead removal surgery has occurred to-date.

Manufacturer narrative:
Date of event, corrected date; initial MDR inadvertently reported incorrect event date.

Event description:
It was reported that the patient had his generator removed due to infection. It was previously reported that the leads were left in place. Additional information was received that the patient did have the lead removed due to the infection, a month after generator replacement. It was reported that less than 2 cm of electrodes were left on the nerve. No additional information has been received to date.